Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted .

Event description:
It was reported that a 12.5 diopter zct600 intraocular lens (iol) was implanted into patient's left eye. The iol was explanted as it was displaced. The 12.5 diopter zct600 iol was replaced with a 12.0 diopter zct600 iol. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/01/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in as zip log back containing 4 lenses. As the identification of the lenses was not possible, the product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.